Manufacturer narrative:
On december 14, 2021, the mentor failure analysis lab received the device for evaluation. Paperwork received with the device indicated that the replacement devices used on november 30, 2021 were catalog number smhx580; serial number (B)(6) on the left side, and catalog number smhx580; serial number (B)(6) on the right side. On december 23, 2021, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the smooth hpg, 550cc breast implant had an area of shell abrasion on the posterior view. In addition, a tear was noted on the anterior view extending to the posterior view measuring approximately 8.2 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. A second product was received (lot-5627661). No adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left rupture. Date of explant: (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) white female patient underwent unspecified breast surgery with a 550cc mentor memorygel breast implant and experienced left side breast implant rupture postoperatively confirmed via MRI. The patient is scheduled for bilateral replacement surgery on (B)(6) 2021.